Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving baclofen via an implantable infusion pump. It was reported that during a refill the pump had to be manually turned. It was noted that a dye study was performed and revealed the catheter was clogged. The patient was not getting any therapy so surgery was performed. The catheter was found to be kinked and twisted. A new pump and catheter were placed. The explanted devices were in possession of the hospital.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: n582910004, implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.